Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix (device #2). An emdr was submitted previously for bard/davol mesh ¿ composix kugel (device #1; MDR number - 1213643-2019-01020 on 21-feb-2019). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and composite mesh (composix) on (B)(6) 2007 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on (B)(6) 2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. The date of implant for composite mesh will be considered as (B)(6) 2012, since the initial legal claim identified the implant date for the composix kugel hernia patch as (B)(6) 2007.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, 510(k) and sex root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ composix l/p (device #2). An supplemental emdr was submitted for bard/davol mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and composite mesh (composix) on (B)(6) 2007 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient sustained injuries on 26-apr-2010. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Note: the date of implant for composite mesh will be considered as (B)(6) 2012, since the initial legal claim identified the implant date for the composix kugel hernia patch as (B)(6) 2007. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel (device #1). Per op notes, "a composix kugel (device #1) was placed and sutured." (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia, pain thereby underwent laparoscopic repair. Per op notes, "adhesions were reduced and a primary repair was done." (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia and small bowel obstruction thereby underwent open repair. Per op notes, "two small bowel loops stuck to the underside of the edge of the mesh (device #1) were carefully freed. Adhesions were lysed." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #2). Per op notes, "lysis of adhesions was performed and a composix l/p mesh (device #2) was placed and sutured." (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with explant of meshes (device #1 & #2). Per op notes, "the mesh (device #1 & #2) was excised, and adhesions were taken down. A primary repair was done."